Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced an event of damaged primary packaging where after opening the undamaged packages, it was noticeable that the catheter boxes were open, the upper packaging flap was open. The adhesive material used to secure the packaging is no longer adhesive, an effect from improper packaging in logistics (the upper edges of the box are flush with the packaging and are not "padded") or possibly even improper storage, which has impaired the adhesive effect and thus possibly also the catheters and the adhesion. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). A complaint was received for the inset ii product. However, the lot number was not provided, which limits traceability, and no samples are available for tests. Investigation actions were initiated to assess current controls and identify potential risks. Packaging controls review: a list of existing packaging controls in the inset ii manufacturing process is being compiled to document how packaging integrity issues and related defects are currently detected and prevented. Test results: no sample was provided as is mentioned in the report. 100% visual inspection. During the inset packaging process a verification at 100% is performed in the finished product material before packaging to segregate and send to scrap the material that present the next visual failures: needle is not crooked or bent. Needle guard is present on the needle. Cover is not damaged or burned printing on the cover must be legible and the printed. Cover in accordance with the work order. Tyvek is completely sealed and covers the entire ring area. Infusion set does not have double tyvek. Infusion set is free of contamination. This inspection at 100% is performed documented in the pfmeca 4906008 of the inset packaging, the severity for 100 % visual inspection of single pack. Sampling test verification: before the finished product material is released some visual and functional test are performed as part of a sampling plant verification with an aql with a percent of acceptation of 0.65. Needle is not crooked or bent. Needle guard is present on the needle. Cover is not damaged or burned printing on the cover must be legible and the printed. Cover in accordance with the work order. Tyvek is completely sealed and covers the entire ring area. Infusion set does not have double tyvek. Infusion set is free of contamination. Cannula is not lifted. Lid is not perforated by the laser. Protective sleeve must be undamaged, properly adjusted. Lid is completely assembled in the outer ring. The heat shrink tubing is correctly positioned and completely covers the tip of the needle. Burst test bacterial resistant paper must withstand a burst of at least 244 cm h20. Peel test and verify the tyvek has no damage, and it is properly sealed in the ring. Verify that the spring does not protrude from the surface of the ring. Flow test. Leak test. The catheter must be undamaged. Correct distance between the catheter and the needle is measured. Needle must be undamaged. Base window inset ii is not damaged. Both membranes (vertical and horizontal) are properly sealed. Verification of the "click" of the connector to the base. Verify the grips handle must be properly bent and blunt. The spring should be pulled with two fingers (loaded) and then released. The tube and the luer / pcc / t-cap / s-cap/ bbg/bbi must not have marks or damages that could cause leakage and / or flow failures. Static "click" stress test from connector to base. Static tension test of the adhesive tape welding the parts must withstand a weight of 1.5 kg for a time of 15 seconds. Tube to luer static tension test, pcc / sc1, t-cap, s-cap/ bbg/bbi: acceptance limit: 1.5 kg for 15 seconds. Tube to connector static tension test: acceptance limit 1.5 kg for 15 sec. As in mentioned in the sample test verification, the burst test, which requires bacterial-resistant paper to withstand a minimum burst pressure of 244 cm h o. This test allows us to identify whether any product is improperly sealed or deteriorated. See attached the memo quality controls in the assembly process of inset products of the dhf 13 & dhf 14. Conclusion: current packaging controls, including visual inspections before sterilization and verification of sealing integrity, are in place to detect and prevent packaging defects in inset ii products. Although the lot number is unavailable and physical samples are unavailable, the investigation includes a comprehensive review of current controls to ensure packaging integrity and compliance with established standards.